Event description:
(B)(4). Set device to infuse 555ml of fluid at 125ml/h: after 68ml at 487ml vtbi the device went into standby mode; restarted. After 49ml at 438ml vtbi the device went into standby mode; restarted. After 28ml at 410ml vtbi the device showed a safety latch error, and it switched between standby mode and door ajar alarm a few times before going into standby mode and staying on pause. I swapped the logic board for a test board and set the device to infuse 555ml of fluid at 125ml/h: the device performed as expected. Conclusion: replaced logic board for standby intermittent errors. (B)(4). Correction: the logic board was found to be working in good condition, the ail was at fault for the device's errors. (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(6).